Manufacturer narrative:
Concomitant product: product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information received from the patient reported that there was poor communication/no telemetry to implantable neurostimulator (ins) using programmer. It was noted that the batteries in the programmer went dead. The patient stated that they "turned it down but legs were running and running." The patient had not been recently implanted nor had revision surgery. They did not use the antenna with the programmer and it was confirmed the issue was not resolve when reviewing the use of the antenna with the patient. The programmer was powered off then on and resynchronized with the ins but again the issue was not resolved. The patient had used extra heavy duty kodak alkaline batteries and was directed to purchase regular alkaline batteries. Additional information received on (B)(6) 2016 reported that they tried regular alkaline batteries in the programmer but the communication issue persisted. Further information received on (B)(6) 2016 reported that the patient received the replacement programmer but still had the same issue. It was verified that the programmer was the correct one. Through troubleshooting, both with and without the antenna attached, the synchronize screen was seen and when the patient synchronized they got a poor communication screen. It was noted that since they have had the issues with the programmer they did not feel the stimulation (last felt it on (B)(6) 2016). Also, the patient had a hysterectomy performed and noted that the programmer worked after that procedure. The patient also had an epidural injection in the left hip. It was reported that the ins battery was not working. It was noted that the settings for the patient was usually around 4 for the right leg and 3.20 for the left. The patient usually turned the stimulation down at night. The patient did have an MRI several months ago and did put the ins in the MRI mode. The patient had an appointment at their doctor&#62688;office on (B)(6) 2016. The indication for use for the implanted device was noted as non-malignant. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.